Event description:
Review of the patient ecog data showed high impedance on the left thalamus (cm) depth lead (secured with a burr hole), indicating a lead break. It appears the lead was damaged during the (B)(6) 2024 routine replacement. The lead was replaced on (B)(6) 2026.

Manufacturer narrative:
(B)(4) evaluation of the patient ecogs and lead impedance. The review of the patient data was consistent with a potential lead break.